Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and the right atrial (ra) lead had high thresholds and low pacing impedance. The rv lead was explanted and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated stretching and apparent explant damage.